Event description:
A customer reported that a knife was deemed to be dull during a surgery. An alternative knife had to be obtained to complete the procedure. There was no pt impact. Additional info has been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable becomes available. (B)(4).